Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician attempted to place the lead into multiple spots in the right atrium. Helix deployment was confirmed under fluoroscopy; however, the lead dislodged several times upon manual push test. When the lead was removed from the patient, the physician noticed tissue lodged in the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.